Event description:
The manufacturer received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found air inlet filter was missing and ui (user interface) knob was broken. The manufacturer inspected the device internally and observed the air outlet port had white and tan dust-like contamination in it. Air inlet had tan dust-like contamination in it and pca (printed circuit assembly) had light dust-like contamination all over the top of it. Light dust-like contamination was also on the top of the blower motor, inside of the blower box and blower box lid's surrounding area. Yellowed air inlet seal and bottom enclosure had dust-like contamination on it as well. Thermal event on humidifier harness connector and pca at j9 connector. The sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed. The manufacturer found there was 0 error code. The manufacturer verified the unit do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation but contaminants throughout the device, likely from an external source. Section d9, g2, h3 and h6 have been updated accordingly. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The "evaluation results code grid", "component code grid" and "conclusion code grid" has been corrected in this report. In this report, box h has been updated/corrected.